Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery incision dilation to clean wound was performed due to wound infection with dehiscence.

Manufacturer narrative:
(B)(4).